Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model #: sc-4319, lot #: 20675699, description: clik x MRI anchor.

Event description:
A report was received that the patients ipg was not helping the pain and spasm. It was still unknown if the spasm was device related or not. The patient will undergo an explant procedure.

Manufacturer narrative:
A report was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was not helping the pain and spasm. It was still unknown if the spasm was device related or not. The patient will undergo an explant procedure.